Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported that the system temperature symbol is on and the system would not make fluoroscopic exposure. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.